Event description:
It was reported that a 32mm amplatzer septal occluder and a 18mm septal occluder were selected for a double atrial septal defect closure procedure on (B)(6) 2022. An 18mm amplatzer septal occluder was placed and released successfully. Then an attempt was made to place a 32 mm amplatzer septal occluder (lot # 7170020). During the attempt to deploy the 32mm amplatzer atrial septal occluder, the device presented in a cobra shape deformation. The occluder was re-sheathed and redeployed one time with the same issue. The device was retrieved from the patient prior to release from the delivery system and exchanged with a new, 30mm amplatzer septal occluder. Both the 18mm and the 30mm amplatzer septal occluders were placed and the procedure was completed successfully. The patient remained stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of cobra shape deformation was reported. Three images were received from the field which appeared to show an occluder in a cobra deformation however when the device was returned to abbott for investigation the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.